Event description:
It was reported to st. Jude medical that at implant, sensing measurements were normal. Ten months post implant, sensing measurements decreased. It was also reported that the pt received inappropriate therapy (atp) as a result of t-wave oversensing, however no inappropriate shocks were delivered.